Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found the auxiliary water channel was blocked with foreign material described to be a white color material . Service repair unblocked the channel and foreign material was removed. Furthermore, the following defects/findings were identified during device inspection: - due to damage on channel tube (ch-tube), water tightness is lost. - due to deformation of up/down knob, water tightness is lost. - due to a scratch on c-cover (distal end), insulation resistance value at distal end does not meet the standard value. - auxiliary water supply direction fail. - due to wear of angle wire, bending angle in up direction does not meet the standard value. - adhesive around objective lens has wear. - light guide (lg) lens has a crack. - adhesive around lg lens has wear. - c-cover has a scratch. - adhesive on a-rubber (bending section) has a crack. - universal cord has a wrinkle. - right/left knob found deformed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
User facility reported the auxiliary water inlet is blocked. The issue occurred during a diagnostic colonoscopy procedure. According to the report, the procedure took about 15 minutes longer as manual flushing was required. Patient had significant diverticular disease. The intended procedure was completed. No additional treatment performed. No patient harm or injury reported. No user injury reported. The subject device was used with auxiliary water tube set (maj-1651). Per the report, olympus representative (rep.) Was contacted and no other problems with this consumable (device) was noted. No positive culture involved on this event as noted by the reporter. Device evaluation found white color material inside the jet channel. This report is being submitted due to the finding of white color material inside the jet channel (insufficient cleaning, handling issues ) identified during device return evaluation .

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.